Event description:
It was reported that the microcatheter broke. A renegade hi-flo system catheter infusion was selected for use in an imaging interventional radiology. During preparation, it was attempted to remove the renegade microcatheter from it's protective loop. However, the end disconnected almost entirely from the microcatheter. The device was unable to be removed from the loop. Fathom wire was removed. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a renegade hi-flo microcatheter in the hoop. The device was removed from the hoop during the lab analysis. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed a separation in the outer shaft located 12mm from the strain relief, and the inner shaft was stretched between the outer shaft ends. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the microcatheter broke. A renegade hi-flo system catheter infusion was selected for use in an imaging interventional radiology. During preparation, it was attempted to remove the renegade microcatheter from it's protective loop. However, the end disconnected almost entirely from the microcatheter. The device was unable to be removed from the loop. Fathom wire was removed. The procedure was completed with another of the same device. There were no patient complications reported.